Event description:
It was reported that the hospital had 3 separate patients with pressure related injuries after using dignishield in (B)(6) 2025. It was unknown what medical intervention was provided. Per additional information received via email on 01aug2025 stated that, local wound care had been provided to the patients to remove the device. Customer could not provide the patient's name or date of birth but one male of 51 years old caucasian and two females of age 63 year and age 64 year were involved in this event. Both the females were caucasian and deceased. Per follow up via email on 05-aug-2025, the bd sales representative reported they had a follow up call with the customer. One device was in place for 3 days, and one was in place for 7 days. The customer stated there was a third patient injury, but no one on the meeting was able to find more information on the 3rd event. There was also the possibility of hemorrhoids and use of vasopressors. Follow-up education on the instructions for use was provided with the education team on 17-july-2025. Per additional information received via email on 12-aug-2025, the nurse stated she has no additional information and cannot continue to access the charts of the two decreased patients. She confirmed the fecal management system (fms) was not related to the death of either patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: precautions: if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. Caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant / antiplatelet therapy or underlying disease. When using the tube clamp for medication delivery, ensure the patient is closely monitored and is not allowed to lie on the tube clamp. -ensure the tube clamp is only used during medication delivery and for the prescribed dwell time. Do not leave the tube clamp on the drainage tube for longer than the prescribed dwelltime. Potential adverse events: as with the use of any rectal device, the following adverse events may occur: excessive leakage of stool around the device. Loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction. Pressure necrosis of rectal or anal mucosa, infection, bowel obstruction, perforation of the bowel, rectal bleeding, -rectal tear, ulceration of rectal/anal mucosa. Complete initial reporter facility: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.